Event description:
A male with cerebrovascular disease (hemiplegia) underwent aaa repair in 2007. The procedure was conducted as labeled. The physician placed one main body and two iliac leg grafts. Eight days later, the patient complained of coldness of the lower left limb. Multi-detector CT revealed occlusion of the left iliac leg graft by thrombus. The physician removed the thrombus and placed an additional stent the same day. As of two months later, the occlusion of the contralateral iliac leg graft was resolved and confirmation that there was no endoleak and no migration. Patient has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.